Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, heavy corrosion and wear was found on all internal components. The drive shaft and thrust washers were worn.

Event description:
It was reported that metal shavings came out of the device during use. There were no reports of adverse consequences associated with this event. No further info has been rec'd regarding this event, despite numerous attempts.